Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported she began to experience hyperglycemia on (b)(5) 2013 and thought she had gastric flu. She delivered insulin via the infusion device as treatment. Her husband drove her to the hospital on (B)(6) 2013, and her blood glucose was above 1,000 mg/dl. She received an insulin IV and was still in the hospital at the time of the report. She believes the insulin delivery of the infusion device is inaccurate. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The adapter did not pass the optical inspection. The outside and threads were dirty; therefore, handling could be hindered. The battery cover passed the optical inspection.